Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 6757211, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female who underwent breast augmentation revision with 600cc mentor memorygel breast implants experienced bilateral capsular contracture, left sided hematoma, and bilateral surgical interventions with re-implantation of the devices. Re-use of these devices is off-label use. The left sided interventions left keloid scarring, as the hematoma was evacuated during a left sided intervention. Three revisional surgeries were performed due to capsular contracture: one in (B)(6) of 2014 (right) one in (B)(6) of 2015 (left), and one in (B)(6) of 2015 (bilateral). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-02772 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on march 26, 2020. The revision surgeries performed did not involve explanting and re-implanting the devices. So, this was not an off label use of the devices as reported initially. 1. Is product problem-uncheck manufacturer¿s reference number: (B)(4).